Manufacturer narrative:
Updated information: g1 MFR site name removed danvers.

Event description:
Clinical narrative: a 76-year-old male with an indication for use of acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage e, underwent impella cp support in conjunction with ECMO following tavr and CABG during the same admission. The impella cp was implanted percutaneously via the left femoral artery on (B)(6) 2026 at 16:11 and explanted on (B)(6) 2026 at 13:39, with no product return expected. The patient received methylene blue post operatively, and it was unknown whether cyanokit was administered; however, the primary rn attributed the urine discoloration to methylene blue. There were no confirmed laboratory findings to indicate hemolysis. Anticoagulation was held due to recent cardiothoracic surgery, and the heart team assessed the patient to be significantly coagulopathic, with a clotted radial arterial line observed. On (B)(6) 2026, the patient was bridged impella cp support to an impella 5.5 and remains on mechanical circulatory support at the time of reporting. Survival outcome and patient outcome remain unknown as the patient continues on support. The significant coagulopathic can aggravated by heparin and underlying critical condition.

Manufacturer narrative:
The pump was explanted and was unable to be collected for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial) and d10 (concomitant product). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.